Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported intermittent dropouts on the m4841a telemetry monitoring where the customer stated that the entire telemetry network dropped out once per day.